Manufacturer narrative:
Other # field is populated with the di number. Additional suspect medical device components involved in the event: model #: sc-2218-70, serial #: (B)(4) description: linear st lead, 70cm model #: sc-4316 serial #: (B)(4) description: next generation anchor kit-sterile the explanted devices were not returned to bsn as they were discarded by the medical facility.

Event description:
A report was received that the patient underwent an explant procedure. It was reported that the patient was very thin and the ipg pocket site was causing significant discomfort. No device malfunction was suspected.